Manufacturer narrative:
Per the clinic, the patient developed an infection and skin dehiscence at the implant site (date not reported). Subsequently, the patient was treated with oral antibiotics (date and duration not reported). It was also reported that, the patient was re-implanted with another cochlear device on (B)(6) 2025.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.